Manufacturer narrative:
Additional information has been requested yet not received. The product has been requested for evaluation. It has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The trocar broke and fell into the patients eye. The surgeon recovered the broken part but the surgery was extended.